Event description:
The customer reported via phone call that they experienced high blood glucose of 420 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer reported that they were using auto mode during high blood glucose. Customer also stated that cannula was bent. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr,unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.